Event description:
It was reported that a home patient (hp) experienced a high drain 106 alarm on a homechoice (hc) device at the end of automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The therapy logs indicated that the ultrafiltration (uf) reading in cycle 6 was 2492ml while only having a fill volume of 2100ml. Nothing unusual was noted during troubleshooting for the alarm. The tsr initiated a swap of the hc. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was evaluated for a high drain alarm. The reported issue was recorded in the event history log, but no hardware issues were found during sample evaluation that could have caused the reported issue. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be a use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.